Event description:
It was reported that this pacemaker exhibited infection and was part of the system revision. Reportedly, the patient had discomfort and pain. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.